Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.).

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support pre percutaneous coronary intervention. Despite antegrade's bilaterally, and thrombectomy to the right superficial femoral artery (sfa) and inflow through profunda, the doppler signal is faint. The vascular team feel the only option is decannulation, ischemic damage is irreversible at this point.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-12826. New code was added to component code.